Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set tubing was leaking at the site event on (B)(6)2024. The infusion set was in use for 2 days. No further information available